Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead triggered an alert for high/undefined pacing impedance.  An abrupt increase in ra lead pacing impedance was noted shortly after implant.  Additionally, high ra lead threshold was noted.  The ra lead was turned off, and the lead remains implanted.  No patient complications have been reported as a result of this event.